Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by malaise, abdominal pain and diarrhea. The cause of the event and treatment, were not reported. The same day as event onset, the patient was hospitalized for the peritonitis event at present. At the time of this report, the patient outcome and action taken with pd therapy were unknown. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.